Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The reported patient effect(s) of hypersensitivity and angina is listed in the xience skypoint everolimus eluting coronary stent system instructions for use as a known adverse event which may be associated with pci treatment procedures and the use of a coronary stent use in native coronary arteries. A conclusive cause for the reported angina, fatigue, headache, hypersensitivity/allergic reaction, and rash, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was treat a lesion in the mid right coronary artery (rca). The xience skypoint stent was implanted; however, patient developed an allergic reaction possibly to the implanted stent 2 days after implantation. Currently, symptoms are: itching, needle sensation, wrinkles, shaking, back of eyes hurt, dry mouth, tightness still in arm and chest, chills, sweats, fatigue, anxiety/depression, stress, and memory problems. No additional information was provided.